Manufacturer narrative:
The patient/family was the initial reporter , so personal information was not entered. Section was left blank as the customer's weight was not provided.

Event description:
The customer reported that his blood glucose readings were not being stored in the memory of the contour meter. There was no allegation of an adverse event. The customer was advised to return the meter for evaluation. Replacement meter and test strips were send to the customer.

Manufacturer narrative:
The customer did not return the suspected product for evaluation. Therefore, in-house contour meter was tested with the in-house contour test strips, which gave satisfactory performance. Additionally, a device history record was reviewed and no manufacturing anomalies were found.